Event description:
It was reported by the medical center's biomedical department that the external pulse generator (epg) was dropped and there was an error message. It was also reported the lcd was cracked. The epg was returned to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the error however the keyboard will be replaced due to it being scratched. Analysis confirmed that the upper and lower cases and the liquid crystal display (lcd) lens was broken. It was also noted that the side bail covers were broken and the battery contacts were compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.